Manufacturer narrative:
H6: other: device not returned for evaluation; follow-up information from physician reporting event. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
Patient underwent a l1 level balloon kyphoplasty procedure for a vertebral compression fracture. The treating physician reported that approximately 6 weeks after the procedure, the patient presented with back pain, was hospitalized, and diagnosed with osteomyelitis. A subsequent blood culture was positive for propionibacterium acnes (p. Acnes). No culture specimen was obtained from the treated vertebral body. The patient was treated with antibiotics, and reported to be in hospice care related to late-stage alzheimer's disease.